Event description:
The pump was returned for investigation. Investigation revealed that all the keypad buttons were intermittently unresponsive and required increased force to engage. Additionally, contamination was found under the down arrow, ok and contrast key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be peeling at the contrast button. During testing, all keypad buttons were found to be intermittently unresponsive and required increased force to engage. The keypad cover was removed and contamination was found under the down arrow, ok and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).